Event description:
A hospital in (B) (6) reported via our distributor that one of the heaterwire of an rt105 adult breathing circuit was an open circuit. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned device was electrically tested. Results: the heaterwire in the inspiratory tube was an electrical open circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. (B) (4).